Manufacturer narrative:
Emdr: this report is being filed on an international product list 7p51, that has a similar us product distributed in the us, list 7p51-21/31. Postal code: the postal code should be 4006 but a preceeding 0 was included to equal a total of 5 digits of 04006 due to system requirements. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg result that repeated negative. Sid (B)(6) generated positive alinity I total b-hcg of 30 miu/ml but repeated negative of <2 miu/ml. The customer questioned that the false positive result was from sample carry-over as the preceding sample was bhcg positive of >10,000 miu/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to alinity I processing module, list 03r65-01 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00251. All further information will be documented under MDR number 3016438761-2022-00251. After further evaluation, the suspect medical device was changed to alinity I processing module, list 03r65-01 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00251. All further information will be documented under MDR number 3016438761-2022-00251.